Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a burn-like irritation under the rear therapy electrodes. The patient was given an unknown ointment by his doctor. The patient reported that the rash was improving with the use of the ointment.